Manufacturer narrative:
The penumbra system ace 68 reperfusion catheter (ace68) was kinked approximately 60.0 cm from the hub. There were no visible fractures or damage near the hub of the ace68. Evaluation of the returned device revealed it was kinked approximately 60.0 cm from the hub. The type and location of this damage typically occurs when the ace68 is withdrawn from its packaging prior to removing the tubing tray from the kit retainer. There were no visible fractures or damage near the hub of the ace68. A kink in the ace68 catheter shaft may contribute to resistance when attempting to advance it through a neuron max. The neuron max mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the in the m1 section of the middle cerebral artery (mca) using a penumbra system ace 68 hi-flow kit (kit). It was noted that the patient had a tortuous anatomy. During the procedure, while attempting to advance a penumbra system ace 68 reperfusion catheter (ace68) through a neuron max 6f 088 long sheath (neuron max), the physician experienced resistance and decided to remove the ace68. While attempting to retract the ace68 the physician did not mention resistance; however, the ace68 broke near its hub. The procedure was completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.